Manufacturer narrative:
The complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The actual complaint product has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported via voicemail on (B)(6) 2016, an end-user experienced a burning sensation after insertion of contact lenses that were disinfected with the complaint product on (B)(6) 2016. The end-user reported that she went to an emergency room and had an "ulceration." Further information was received from the end-user on (B)(6) 2016. She stated that the complaint product had been successfully used for two days prior to the event occurrence, with the event manifesting itself as burning in the right eye. The end-user removed the contact lens from the right eye and flushed the eye with water. She consulted an emergency room and was told that it was a "very little" corneal ulcer. She was prescribed an unspecified treatment, but stated that she elected not to fill the prescription and complete the suggested course of treatment. Reported eye redness had resolved as of (B)(6) 2016, and the end-user resumed contact lens wear on (B)(6) 2016 with no issues reported. The end-user refused to provide additional information regarding the event.